Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial oversensing occurred due to external interference which resulted in an auto mode switching episode.